Event description:
Pt presents for angioplasty of stenotic graph in right arm. Balloon catheter inflated twice for up to 17 atmospheres of pressure, for up to 2 minutes of duration. Third inflation effected up to 20 atmospheres of pressure and balloon ruptured. Physician attempted to remove catheter however, catheter broke off leaving balloon in graft. Attempts at using a retriever device was unsuccessful and subsequent surgical removal initiated with success.